Event description:
It was reported, one day post implant, that the implantable pulse generator (ipg) experienced "dropped beats" noted on the telemetry strip at certain hours. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2014 (B)(6). (B)(4).